Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had alarmed compromised force sensor. Customer's blood glucose was unknown. Customer is not sure if the drive support cap was correct or not because customer was outside with the device. The device wasn't dropped nor bumped. Customer is not returning the device for analysis.